Event description:
It was reported that air bubbles were observed within the mobi cartridge and infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.